Event description:
A us distributor returned an electrode belt indicating that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes were non-functional) was confirmed. As received, the belt failed incoming therapy electrode recognition testing. Upon eval, the wire inside the front therapy electrode cable was broken at the solder joint inside the distribution node (dn). The root cause of the broken pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged pulse wire.